Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The shaft, collar, and tip were microscopically examined. There were numerous kinks throughout the shaft of the device. The distal shaft had a partial separation with part of the collar damaged. The ptfe was the only part holding the collar and distal shaft together. The distal tip was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a fractured guidezilla occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter as selected for use. During unpacking at outside patient's body, it was noted that the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fractured guidezilla occurred. The target lesion was located in the coronary artery. A guidezilla¿ guide extension catheter as selected for use. During unpacking at outside patient's body, it was noted that the device delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.